Event description:
It was reported that the patient had "increased left leg radiating pain". The pain was rated 9/10. It was stated that this was an ongoing event. The device was reprogrammed on (B)(6) 2013. The patient's medication was adjusted. The patient was taking nucynta, 100 mg every 4 hours as needed. The patient's cymbalta was increased to 30 mg twice a day. It was reported that the patient had a CT scan with contrast. It revealed that there were post-surgical degenerative changes with spondylolisthesis. It was stated that the patient had "moderately severe left l4/l5 and l5/s1 neuroforaminal stenosis. It was stated that this event was related to therapy. It was stated that the patient's symptom was inadequate sensation of stimulation to their left leg. Additional information received about one week later reported that the patient had a medication adjustment on (B)(6) 2013. The nucynta was discontinued and the patient was taking oxycotin 30 mg 2 tabs every 8 hours.

Event description:
Additional information received reported that the patient outcome, as of (B)(6) 2013, was resolved without sequelae . If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3487a-56, lot# va09359, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a-56, lot# va07fkr, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a-56, lot# va07fkr, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a-56, lot# v716841, implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708220, serial #: (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).